Event description:
It was reported, that the subject device experienced a lighting problem. With a pink light occurring, during the operation of an unspecified therapeutic procedure. The procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunction was identified, during the device evaluation: broken r-unit (charged coupled device), purple image. And the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, that the lighting problem, with a pink light and purple image occurred, due to a broken r-unit. A definitive root cause could not be identified, for the fiber bonding in the outer tube area (distal end) is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.